Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08740 inches. No traces of moisture were found at the electronic or motor assemblies per visual inspection.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and insulin pump was exposed to the moisture. The customer¿s blood glucose level at the time of the incident was 313 mg/dl. The customer declined troubleshooting. The insulin pump will be returned for the analysis.